Manufacturer narrative:
The device was returned and evaluated and confirmed as there were crystals attached to the objective lens which caused the blurry image. Additional findings include; the bending cover had slight crystals. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an image problem with the bronchovideoscope. The issue was found during reprocessing. The patient was not under anesthesia. There were no reports of a delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no physical damage to the area where the foreign material was detected. However, a definitive root cause could not be determined. It is likely deviation of the reprocessing method from the instruction manual could have caused the foreign material to have remained. The following information was provided for reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material is or when the foreign material was adhered to the endoscope. Pre-cleaning information: there was occasional delay to the start of pre-cleaning and manual cleaning. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in bronchovideoscope, bf-q170, bf-1tq170, operation manual chapter 3 "preparation and inspection" IFU states that preventive measure in bronchovideoscope, bf-q170, bf-1tq170, reprocessing manual chapter 5 "reprocessing the endoscope" (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.